Event description:
It was reported that there was possible premature battery depletion and the device was at eri (elective replacement indicator). Also noted was the patient complaining of pacemaker syndrome-type symptoms. The device was replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High battery impendence resulted in eri and the device was at eri (elective replacement indicator). Eri caused by premature depletion noted on 18 sep 2011 prior to explant. Software version 8 installed on 8 mar 2011.